Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range, atrial oversensing, and atrial oversensing due to ffrw (far-field r-waves). Occasional ffrw oversensing observed on stored atrial lead electrograms. Non-physiologic oversensing due to noise observed on stored atrial lead electrograms. Minimum atrial pace impedance steady at approximately 312 ohms through (B)(6) 2015, drops to an average of approximately 97 ohms starting (B)(6) 2016. Concomitant product: 4023-85, lead, implanted: (B)(6) 2002.

Event description:
It was reported that far field r-wave (ffrw) oversensing, and highly variable impedance readings were exhibited with the right atrial (ra) lead. In addition, there were two recorded episodes of 60 hertz electromagnetic interference (emi) occurring with the implantable cardioverter defibrillator (ICD). The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.